Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that the plaintiff underwent a left total hip arthroplasty on (B)(6) where she was implanted with a stryker accolade hip and lfit v40 femoral head. It is further alleged that the plaintiff "suffered catastrophic failure of the left hip device and she was forced to have the device surgically removed on (B)(6) and replaced with new components".